Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced a hypoglycemic event, but no further symptoms were reported. The patient was treated with a glucagon injection. No blood glucose reading was reported, but the cgm reading would have been 4.1 mmol/l during the event. It is understood that this was before treatment, at the time the patient was symptomatic. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.